Event description:
A report was received that the patient underwent a pocket revision, due to pain at the pocket site. The pocket was moved to a more comfortable location. The patient is reportedly doing well.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. This is the final report.